Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. We therefore, consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.

Event description:
The customer stated that insulin leaked past the o-rings. The customer stated that there was a wrinkle on one of the o-rings. The customer also reported a blood glucose reading of 250 mg/dl, which the customer treated. Nothing further was reported.